Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verified no milk backup occurred; inspected power transformer for damage; reset internal pump battery and requested the battery to be charged. Customer service discovered during troubleshooting the customer was using the incorrect power cord with their pump and advised them to use the medela power cord that came with pump. The customer also charges their pump after every use and unplugs the pump after it is fully charged. The troubleshooting did not resolve the issue. The customer was sent a replacement pump and parts and return of her original pump and parts was requested for testing/evaluation. In follow up with a complaint handler on 04/25/2023, the customer indicated that she developed mastitis on (B)(6) 2023 and was prescribed dicloxacillin 500mg. Her mastitis is currently resolved. The device and power supply were returned for evaluation. The customer¿s pump did not power on using the customer¿s power supply or the lab power supply. The customer¿s power supply did power on the lab pump. Milk residue on housing and inside of the pump. Liquid damaged to pc board. Odor coming from pump. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 04/20/2023, the customer alleged to medela llc while using the freestyle flex pump the pump would not fully power on. The customer claimed they tried to do the short power reset, but it did not help, the pump lighted up but would not turn on to pump. The customer also alleged she has had mastitis multiple times in the past while using her freestyle flex pump.